Event description:
A customer reported that the t:slim x2 pump battery was not charging, with a power source alert observed in the pump's history. There was no adverse impact to the customer¿s blood glucose level reported as a result of this issue. Technical support instructed the caller to use the original tandem charging cable and wall adapter, plugging them into a known working outlet for a minimum of 30 minutes. After following these instructions, the pump began charging, resolving the issue without requiring further assistance.